Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-17052. It was reported the pt's scs ipg was explanted and replaced due to discomfort at the scs ipg pocket site. Additionally, it was reported the new model 3788 scs ipg was implanted at a new pocket site location. F/u identified the issue resolved with the surgical intervention. Per the MFR's records the pt's scs lead was also explanted and replaced; however, the reason is unk.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.